Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred, and the procedure was cancelled. It was reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the versacross connect and watchman sheat were positioned into the superior vena cava (svc) and were drug down to the septum. It was tough to image the septum. They were able to cross successfully using the versacross rf wire (low and post position), and the versacross rf wire was seen in the left atrium (la). Next, they advanced the watchman double curve sheath through the septum, requiring extra force due to resistance being felt. At this point, a pe was noted in the post wall, protamine was given, and the procedure was cancelled. They watched the effusion for roughly 30 minutes, and no change was observed. The patient was then taken to the intensive care unit (ICU) for recovery, and it was discharge from the hospital. Product is not expected to return for analysis as it was disposed of at the facility. The physician believes they may have nicked the posterior wall with the versacross rf wire, right after crossing. A trace of pe was noted prior to the procedure. No other intervention was required. Heparin had also been given to the patient, who was not under antiplatelet at the time.